Manufacturer narrative:
In 2007, pt. Returned and it was much better. The os was a little sore and there was tear pooling. The pt. Was advised to discontinue the tobradex and start restasis bid ou and return in 6 weeks. Smartplug has been irrigated and infection has disappeared. Smartplug no longer poses a risk to the pt. Case is closed. No add'l info can be expected.

Event description:
On 3-19-07, doctor's office called medennium to report the following: smart plugs were inserted in a female in 2006. (Lower puncta). In 2007, pt presented with os nld plugged with granulated tissue at puncta and infection. Pt was treated with tobradex tid ou and kefelx 250mg. Po qid and told to return in one week. Six days later, os better, but now od plugged. Continue keflex and tobradex. Seven days later, only slight improvement seen. Puncta dilated and irrigated. Jpt to discontinue keflex and continue tobradex bid for 2 weeks. The following nineteen days, nld absess, puncta looked closed. Restart keflex tid ou and tobradex tid ou. Treated with vigamox qid, ou. The next month, still infected, nld irrigations performed. Plug seen to come out ll puncta (when upper irrigated) and not sure about od. The pt. Was to discontinue the keflex and tobradex gtts. Start tobradex ointment qhs.